Manufacturer narrative:
Per biomed the unit had running on internal battery and low battery messages in the significant event log. No failed battery alarm. No parts required replacement. The battery charged overnight and annual performance verification testing completed the following day. Unit returned for service.

Event description:
The customer reported that during patient transport to CT, the unit shut down. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and reviewed the event log and found codes for 1212 running on internal battery and code 1204 for "low internal battery". Unit has been plugged into ac power and the battery voltage is 12.58 vdc. No other unexpected codes logged. The battery led is flashing indicating the battery is being charged. Product support advised to allow to charge overnight and verify the battery led is on steady, then to perform the battery test per the manual before placing into service. Product support advised to print the drpta and discuss with rt showing the alarms. This is pending repair information.